Event description:
Caller reported a cartridge alarm 30 with no previous incidents of certain cartridge alarms with this pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by arranging for a pump replacement, providing software updates, and offering training through the customer's tandem source account. The customer also received instructions for returning the problematic pump and acknowledged understanding all procedures.